Event description:
The pt received ER treatment for elevated blood glucose levels. The pt reported that the pump was resetting itself without intervention and was subsequently unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history was reviewed and power resets were observed, but could not be duplicated. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.